Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads caused pericardial effusion. The leads were repositioned without difficulty. The patient tolerated the procedure well and was discharged.

Event description:
New information received stated that pericardial effusion was suspected because of cardiac perforation.